Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia (specific date not reported). This report is submitted on november 27, 2023.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.this report is submitted on february 19, 2024.

Manufacturer narrative:
This report is submitted on october 27, 2023.

Event description:
Per the clinic, the patient experienced poor performance with the internal device and an infection (non-device related). Subsequently, the device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery.